Manufacturer narrative:
(B)(4) - shrinkage; exposure/extrusion/protrusion; urinary problems; bowel problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted was implanted due to pelvic organ prolapse. The patient also underwent an additional mesh implantation on an unknown date. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, shrinkage and exposure/extrusion/protrusion, urinary/bowel problems, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesion. It was reported that the patient underwent excision and revision of exposed urethral sling 3 x 2 cm , excision and revision of exposed urethral sling 0.5 cm, anterior repair and mini arc sling on (B)(6) 2008 by dr. (B)(6). It was reported that the patient underwent anterior repair, rt.<. Sacrospinous ligament fixation with repliform and excision of exposed prolift mesh on (B)(6) 2009 by dr. (B)(6). It was reported that the patient underwent surgical excision of anterior vaginal mesh material ( total removed approx 2 x 2 cm aggregate) on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with total laparoscopic hysterectomy and bilateral salpingo-oophorectomy. It was reported that patient underwent mesh excision on (B)(6) 2013 by dr. (B)(6).